Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that pump had error codes. The unit was triaged and the reported issue could not be confirmed at this time however pump had no alarm was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio.